Event description:
Allegedly, patient was revised due to mom complications: pain; decreased range of motion; pseudotumor and metallosis; elevated metal ion levels; infection: left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01124.